Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for the maximove ((B)(4)) we have found 3 other similar cases where it was confirmed that spreader bar detached from the device with a patient on it within last 5 years. With the amount of sold devices and with comparison to the daily use of them, the occurrence observed for complaints on this device with this failure mode is considered to be very low. The involved device was visually inspected by an arjohuntleigh representative at the customer site and found to be out of specification at time of the event - it was found that the spreader bar was not positioned onto the involved device correctly during the reported incident what resulted in its fall from the lifting arm. Please note that there was no failure detected with assembly holding the spreader bar in place. The lift was in overall good condition. The device was being used for patient handling and in that way contributed to the event - the spreader bar fell with resident onto the mattress. No injury has been sustained. Please note also that this device was in use for about 18 years. Date of its last maintenance/service is unknown, no dates of last training for caregivers were provided either. As informed by the arjohuntleigh representative involved device is not serviced by arjohuntleigh, the last maintenance was performed by the customer itself. The most possible root cause of this event appears to be user error - not following the instruction for use. If spreader bar assembly is not positioned correctly onto the lift, it can fall off. Product instruction for use (operating instructions krx21030.gb.issue 4 - the earliest available product IFU) informs about importance of pre-check and testing of maxi move. It informs: "before commencing to lift the patient, ensure that all the actions and checks in this preparation section are carried out. The maxi move must only be used in accordance with these operating instructions. Any person using the maxi move must first read and understand these operating instructions." "All functions should be tested for correct operation to ensure that no adverse damage has occurred during use. If in doubt about the correct functioning of the maximove, do not use and contact the arjo service department." The instruction for use informs also in details how to attach the spreader bar to lifting arm to ensure its safe and stable position during patient/resident transfer. From above we can conclude that this problem was likely caused by user error - incorrectly attached spreader bar. The received information and our evaluation as described above show that if maximove's instruction for use had been followed in accordance to product documentation, there would have been no patient or caregiver at risk. Looking at the incident scenario it has been established that maximove passive floor lift was being used for patient handling at the time of the event and in that way contributed to the event - the spreader bar fell with resident to the mattress. There was a device deficiency found (spreader bar was not positioned onto the involved device correctly) that has caused its detachment and from that perspective the device was not up to its specification at the time of the incident.

Event description:
As reported, during transfer of patient (woman, (B)(6)) with maximove ((B)(4)) passive floor lift from wheelchair to bed, the spreader bar detached from the device. As a consequence, the patient fell a few inches onto mattress. Please note that no injury has been reported. There was no failure detected with assembly holding the spreader bar in place. It was found also that the spreader bar was not positioned onto the involved device correctly during the reported incident.